Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high powers and suspected of having thrombus. Log file review confirmed powers outside of normal power consumption. Patient received thrombolysis with alteplase. Patient was stated to have been transplanted on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the pump was not returned for evaluation. The reported "high power" event was confirmed via log file analysis, which revealed an increase in power consumption beginning (B)(6) 2018 to parameters outside normal operating range; however, no alarms have been logged for the past 14 days leading up to (B)(6) 2018. Of note, it was reported that the patient was treated with thrombolytic therapy, which is consistent with the decrease in power consumption to normal operating range on (B)(6) 2018. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to external factors, such as thrombus formation/ingestion. The device discarded and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.